Event description:
It was reported that the patient stated the pulse generator was moving. Technical services referred the patient to the doctor. There were no adverse patient effects. The device remains implanted.